Manufacturer narrative:
The maryland bipolar forceps instrument was received for failure analysis. The instrument was found to have the conductor wire dislodged from connector at back end. The wire insulation was not damaged. There were no signs of thermal damage.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the maryland bipolar forceps (mbf) instrument was not working. Two maryland bipolar forceps and bipolar cords were tried with no success. The operating room staff called the technical service engineer (tse), and after discussion the tse advised to return the two instruments. The case was converted from robotic to laparoscopic supracervical hysterectomy. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following additional information: the issue occurred when attempting to skeletonize the uterine vessels on the left aspect of the uterus; they stated they always used the maryland bipolar forceps for this. They used the vessel sealer and the other bipolar grasper with this patient as neither of the 2 maryland bipolar forceps instruments was working. Hemostasis could not be achieved, so it was decided to convert to a supracervical laparoscopic approach. Hemostasis was achieved with a ligasure. No blood transfusion was required, the patient was discharged later that afternoon as planned. The ports sizes were not increased, and no additional ports were needed. Report with patient identifier (B)(6) documents the other maryland bipolar forceps instrument.

Manufacturer narrative:
The maryland bipolar forceps instrument has been received. However, failure analysis is currently in progress. Log review showed no errors related to the reported event.